Event description:
The customer reported the panorama wireless transceiver (tim) does not communicate with the server and there was no power on the antennas, which may have resulted in a loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the panorama tim and verified the reported problem. Corrections included replacement of the power supply and adjustment of the volts power of the antenna outputs. The sys was tested to factory's specifications. It functioned normally and was returned to use.